Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the printed circuit board in ECG "c" was corroded, which caused the electrode belt to fail a current test. The root cause for the corroded pcb in ECG "c" could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corroded ECG pcb. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.